Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. The values were out of range in every vector. The lead is expected to be revised, but has not been at this time. This lv lead and crt-d remain in service. No adverse patient effects were reported.